Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to use on patient, when the package was opened, micro punctures in the foil were noted. When held up to light, the staff could see light through the foil. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.